Event description:
It was reported, the subject device was leaking at the screw head. The issue was found during installation of a loaner device. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: b5, h2, h11. A reportable malfunction on the subject device was incorrectly submitted in the initial report. There is no allegation on the subject device from the customer.

Event description:
This report is being submitted for correction to the information submitted in the initial report.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed and was due to no user request. Based on the results of the investigation, no device problem was detected. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device was leaking at the screw head. The issue was found during installation of a loaner device. There was no patient involvement.